Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited an inappropriate rate increase. Due to the increase in ventricular pacing the patients ejection fraction dropped and the patient was admitted to the hospital for heart failure. The patient was released from hospital the following day with ejection fraction improved. The patient was doing well.